Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts "physical resistance slider stuck, implant was cut" during implantation in left eye. Surgery was completed with backup device. No eye injury noted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No additional damage to the injector was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. The slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "physical resistance - slider stuck, implant was cut" during implantation in left eye. Surgery was completed with backup device. No eye injury noted.